Manufacturer narrative:
The device involved in the incident was not returned as it remains implanted in the patient. No photographs were provided. The report indicated that the catheter involved did not leak and was implanted for 3 weeks before the issue was noted. Without an evaluation of the device a definitive root cause could not be determined. The contract manufacturer of the catheter conducted a review of the manufacture records for the lot numbers reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. Similar issues were reported and thoroughly investigated. The devices were not returned for evaluation as they remained implanted in the patients. The reporting facilities in those complaints report the issue was resolved when the end caps were replaced. It was determined at that time the root cause of these issues was related to the end cap and not the catheter. Medcomp advised reporter at that time that the manufacturer of the end caps should be notified of the events. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Air in cvc line, no blood return or able to flush after taking air out. Alteplase administered to line.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.